Event description:
It was reported that a dexcom g7 sensor failed to connect to the ilet, preventing cgm data transmission to the pump; the user entered a capillary blood glucose of 212 mg/dl for correction and later reconnected successfully with a stable glucose of 125 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond fingerstick entry, and no hospitalization. Investigation included technical troubleshooting and user education regarding sensor replacement and data entry for corrections. Investigation of this case revealed that the issue was limited to pairing between the dexcom g7 sensor and the ilet and resolved after sensor replacement and reconnection. It was concluded that this was a sensor-to-pump connectivity problem without adverse health consequences once corrective actions were taken.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.